Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat, opening curved on diaphragm valve and brown particles. Leak test and microscopic analysis was performed which identified: sharp opening on valve bond edge, observed void >1 mm in non-textured, valve-to shell-bond area and observed void on valve side within specification per qa199.06 (texture side) is not considered a workmanship. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) due to an unidentified (tear) opening.

Event description:
The device was explanted.